Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent, unspecified alarms occurred that stopped insulin delivery. Additionally, the customer experienced intermittent charging issues while using the tandem charger, although it was not specified if the customer was referring to the usb cable, wall adapter, or both. The customer indicated that the blood glucose level was within "normal limits". Multiple contact attempts were made by tandem technical support to obtain further information regarding the issues; however, no additional information could be obtained.